Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the unit was running on ac power at the user facility, the screen went blank intermittently and the screen went blank intermittently while the unit was running on dc power for the customer. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device could not duplicate the reported issue and the unit meets manufacturer's specifications.